Event description:
It was reported that the patient received alerts for increased pacing lead impedances and capture thresholds. Exit block was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.